Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that IV fluid stops at the filter and does not go further could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20105847 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105847 regarding item #2202-0007.

Event description:
It was reported that the as lvp 20d 1.2m was blocked/occluded and wouldn't allow IV fluid through the filter. The following information was provided by the initial reporter: "per the customer, the IV fluid stops at filter and does not go further."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 1.2m was blocked/occluded and wouldn't allow IV fluid through the filter. The following information was provided by the initial reporter: "per the customer, the IV fluid stops at filter and does not go further."